Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00587, 00588, 00589.

Event description:
Allegedly pt. Arrived at the ER with fractured femoral neck. (B)(6) was unable to remove the remainder of the fractured neck from the stem. He did an eto to remove the stem. Also swapped the cocr liner to a poly liner. He implanted a zimmer revision stem. Medium activity level.